Manufacturer narrative:
Preliminary analysis confirms the reported event. The device could not be interrogated, most likely due to interferences between the left ventricular assist device and the telemetry head.

Manufacturer narrative:
(B)(4)

Event description:
The ICD, implanted together with a left ventricular assist device, could not be interrogated during a session. Later, it was possible to interrogate the ICD.

Event description:
The ICD, implanted together with a left ventricular assist device, could not be interrogated during a session. Later, it was possible to interrogate the ICD.

Event description:
The ICD, implanted together with a left ventricular assist device, could not be interrogated during a session. Later, it was possible to interrogate the ICD.